Event description:
Event determined to be reportable based on device analysis approved 01/24/2007: it was reported that during a drug-eluting stent placement procedure, the taxus liberte 4.0mm x 20mm stent was unable to cross the lesion. The details of the lesion and procedure are unknown. The procedure was completed with a different device. No patient injuries or complications were reported. The patient's status is reported as "ok". Device analysis revealed stent damage.

Manufacturer narrative:
Visual examination of the returned device found that the proximal edge of the stent had its struts bent back distally. This type of damage is consistent with the stent getting caught on a foreign object during withdrawal. A detailed examination of the device could not identify any issues with the distal section of the stent and tip of the device that could potentially have contributed to a restriction occurring. A review of the device history record (DHR) for this batch number found that the device met its material, assembly and product specifications. The most probable root cause was unable to be determined.